Event description:
This 63-yr-old male pt has a history of renal carcinoma. He was involved in an automobile accident in another state and sustained a right femur fracture at the site of a cyst. An intramedullary rod with fixation with two screws above and below the fracture site was done. There has been settling, and the rod came into the knee just enough to cause scraping of the patella, which gave the pt crepitation and discomfort. Then, a fracture of the intramedullary rod was noted. On 11/26/93, the pt underwent removal of a broken appliance and screws and then replacement with a revisional total knee arthroplasty with a long femoral stem, bone grafting at the tumor site, tumor biopsy, and osteotomy window of the proximal tibia to allow removal of the proximal portion of the intramuscular implant.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.